Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration stopped working during aspiration of the right eye's lens core. They replaced the cassette and the procedure was completed. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the device history record indicated the order was built to specification. The returned sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation; however, the drain bag tape was properly aligned on the cassette cover and no channeling of the drain bag tape was observed. Functional testing was performed and the sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. No leakage occurred during testing. A maximum vacuum within specification was able to be reached. The irrigation and aspiration flow rates were within specification. The sample passed all aspects of functional testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).